Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high sensing integrity counter (sic) on the right ventricular (rv) lead. Intermittent oversensing was noted on the right atrial (ra) lead. Both the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.